Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient couldn¿t get past 75% charge on their ins. They stated they would leave it charging for over an hour and it would not go past 75%. They reported they noticed it since implant and confirmed they got 8 coupling bars. It was recommended to follow up with the hcp to review equipment and device.